Manufacturer narrative:
The device is not available for analysis and there was no report of device performance allegation. Based on the information available, the reported patient symptoms of atrophy and urinary incontinence are known risk associated with this implant, and are indicated as such in the device directions for use (IFU).

Event description:
It was reported that the patient underwent an artificial urinary control system (aus) revision surgery due to increased urinary leakage likely associated to atrophy of the tissue. The explanted aus device had no detectable damages. A new aus was implanted but has not yet being activated. No further information was reported.